Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. Blood glucose value was 21.9 mg/dl; treated with manual injection. Customer was admitted due to depression and high blood glucose. It was stated that the customer was depressed and harmed herself and ended up in the hospital. During troubleshoot; it was stated the drive support cap is recessed. No insulin leak found. Insulin did exit the tubing with manual prime. Nothing further reported.